Event description:
It was reported that the patient was experiencing pain and burning sensation around battery site. The patient admitted himself to hospital since the pain was unbearable. The physician mentioned that it could be a torn tissue or a broken suture. The patient was given pain medication and the pain subsided.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.